Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a moderately calcified 90% stenosis in segments #6-7 of the left anterior descending artery (lad). An asahi fielder xt-r guide wire was used and crossed the lesion successfully. When advancing an asahi corsair pro catheter over the guide wire, the two devices got stuck to each other and were then removed as a unit. The corsair pro and the fielder xt-r were replaced with new ones to resume the procedure and the procedure was successfully completed with stent deployment. There were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure. Corsair pro: MFR report # 3003775027-2021-00182.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in returned to manufacturer. The corsair pro and the fielder xt-r were returned for evaluation. The distal segment of the fielder xt-r was out of the corsair pro tip for approximately 40mm when returned. The two devices were stuck to each other so firmly that they could not be separated. Microscopic observation found that the middle of the catheter tip was distended and tip polymer of the distal segment of the catheter was partially missing. The coil of the fielder xt-r was found loosened and disarranged distal to the catheter tip for approximately 13mm. Polymer jacket on the loosened segment of the coil was damaged and peeled. X-ray observation of the catheter tip found that the coil of the underlying fielder xt-r was loosened. Investigation of the production records for the device could not be performed as no lot information was available. Although lot history review could not be conducted, there was no indication of product deficiency since all the shipped products are inspected in the production process and satisfied the product specifications and release criteria. Based on the obtained information and investigation outcome, it was presumed that pushing stress and/or torsion generated with manipulation in attempts to cross the lesion was locally applied on the tip of the corsair pro most likely due to the lesion conditions, deforming the catheter tip. Due to the deformation, resistance with the guide wire increased. As torsion was further applied on the microcatheter, the guide wire was rotated with the microcatheter, accumulating the torsion on the wire tip and causing the coil to be disarranged and loosened. Consequently, the two devices got stuck to each other. It was concluded that this event was not attributed to product quality. As the polymer jacket of the fielder xt-r was found damaged and peeled, a possibility could not be completely ruled out that some polymer jacket fragment(s) might be left in the patient. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.